Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump had received failed battery test. The customer¿s blood glucose level was unknown. The customer states that the both the ram and flash copies of current user settings are corrupt. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Device passed the displacement test. Unable to perform the prime test, occlusion test and no delivery test due to compromised force sensor system alarm.